Manufacturer narrative:
Integra has completed their internal investigation on 09/16/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the customer complaint incident could not be duplicated or confirmed. The cam02 monitor was verified as working to specification. As a result of the complaint investigation and trending activities it can be concluded there is no corrective action required for the complaint investigation. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 sep. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for the cam02 monitor (B)(4), reference appendix 2. Complaint history rate; ¿(B)(6) 2014 to (B)(6) 2015;the quantity of complaints over the review period with the key word identified in the complaint review (2) can therefore be calculated as 0.01 conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Event description:
The temperature of the intracranial (icp) monitor turns on and alarms temperature out of range. It comes and goes. One did start to alarm temp out of range then started to read negative icp numbers. There was no patient injury. This monitor was changed out and the patient's icp readings were normal on the new monitor. It happened after days of use, not just in the beginning. Additional information has been requested.